Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer stated that the pump was leaking and blood glucose that were not controllable and he has a wet shirt. Customer declined to troubleshoot for high blood glucose. The customer was advised to call when the issue is happening so the at we can troubleshoot the issue and find out what exactly is leaking. The insulin pump will not be returned for analysis.